Manufacturer narrative:
Investigation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends and quality control was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as the anatomical requirements, warning & precautions, and the correct deployment procedure. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. It is feasible to suggest that the leaking may have been caused by damage in the form of tears to the silicone discs or backflow through the trigger wire release mechanism, but it cannot be said with certainty. We will continue to monitor complaints for similar events. Per the quality engineering risk assessment, no further action is required.

Event description:
During a aaa procedure on a (B)(6) male patient, the device was leaking excessively at the junction of the metal cannula and grey positioner. There was a 200cc blood loss during a standard evar. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During a aaa procedure on a (B)(6) year old male patient, the device was leaking excessively at the junction of the metal cannula and grey positioner. There was a 200cc blood loss during a standard evar. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.